Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) performed a hard shutdown and reconnected the pyxibus cable on drawer 3 but the issue persists. The fse shut down the station, replaced the retractor band cable and rebooted the system to resolve the issue. Additionally, the fse replaced the microswitches on door 1 due to a failure in tower door 1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the failed drawers cannot recover and were not detecte d on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.